Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by powering on the analyzer and the error occurring. The fse inspected the sorter and found several test cups were in the bottom of the sorter blocking the cup pick up assembly from completing the return home action. The fse removed the stray cups from the bottom of the sorter which then allowed the cup pickup assembly to complete the return home action with no errors. The fse then checked the alignments of the sorter to both the reagent and tip lane as well as the stc lane. The fse validated the analyzer by running quality control (qc) with no errors recurring and results within acceptable range. The fse then observed the customer running several patient sample with no errors recurring. No further action required by field service. The aia-2000 analyzer is operating as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for failure mode "2204 sorter cup pickup failure error". There were eleven (11) similar complaints found during the searched period, including this one. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for failure mode "2205 sorter dropped cup error". There were ten (10) similar complaints found during the searched period, including this one. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for failure mode "audible noise". There were seven (7) similar complaints found during the searched period, including this one. The aia-2000 operators manual under a4. Appendix 4: error messages states the following: [2204] sorter cup pickup failure cause: the cup hold sensor (pressure switch) failed to detect a cup during the cup pickup operation. If the problem persists when the operation is retried, the measurement result will be flagged (mf flag). Solution : ensure that the top face of the test cup is not dirty and that the seal is not deformed. If this error occurs frequently, contact tosoh service center or local representatives. [2205] sorter dropped cup cause: the cup hold sensor (pressure switch) failed to detect a cup after the cup release operation was performed on the cup - tip lane or the stc lane. Sorter operation is suspended. Solution: open the sorter¿s door and remove the dropped cup. Close the sorter¿s door to resume assay. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause was due to a stuck cup blocking the cup pick up assembly, component failure.

Event description:
A customer reported 2205 sorter dropped cup error, 2204 sorter cup pickup failure error, and audible noise from sorter on the aia-2000 analyzer. The customer reset the power, but issue recurred. The analyzer will not complete an all set home. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.